Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose was 40 mg/dl with unsteadiness when standing and walking and dizziness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's basal history was not appropriate for the programmed basal rates. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 12/28/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or evidence of the complaint. The total daily dose records indicate the pump was delivering per the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A delivery accuracy test revealed the pump was delivering within specification. All deliveries performed during investigation were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).